Manufacturer narrative:
The field service representative (fsr) booted up the system and confirmed that the date/time were correct and a battery message did not display. Upon review of the system log, the fsr verified that on the day of the complaint occurrence, the system booted with a date of (B)(6) 2021. This would cause the battery message to display. The fsr replaced the coin cell battery and the base batteries and completed testing. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) displayed a 'batteries have exceeded 2-year service life' message earlier than expected. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per data log review: the system was used on 22apr2022 with no issue. The next power up the central control monitor (ccm) changed the date to 03nov2101 (likely date was 25apr2022). Which caused the reported message, '2 year battery life exceeded'. On the next power up the ccm corrected the date to 27apr2022 and the battery message no longer occurred. The batteries likely had no issue, the issue was actually the ccm date jump. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.